Manufacturer narrative:
Patient identifier, age or date of birth, sex and weight: the patients included 37 males and 13 females with an average age of 45.2 years (range 19¿73). An average follow-up time was 28.1 months (range 18¿36). Date of event: exact date of event is unknown; september 07, 2021 is the date the literature article was published. PMA-510k: this report is for an unknown distal femur locking compression plate construct/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: jitprapaikulsarn, s., et al. (2021), the utility of reverse distal femur locking compression plate (lcp-df) in minimally invasive osteosynthesis for type c subtrochanteric fractures of the femur: technical description and a clinical series of 50 cases, european journal of orthopaedic surgery & traumatology, vol. Xx, pages 1-11 (B)(6). In the present study, the authors described the stepwise surgical tactics emphasizing reduction technique and proper implant positioning, and retrospectively reviewed the outcomes including fracture union, postoperative complications and objective clinical assessment of 50 cases of type c subtrochanteric fractures operated by mipo with reverse lcp-df fixation. Between january 2016 and december 2019, a retrospective clinical series of mipo by use of reverse lcp-df was performed on 51 type c subtrochanteric fractures of the femur in 50 patients. The patients included 37 males and 13 females with an average age of 45.2 years (range 19¿73). An average follow-up time was 28.1 months (range 18¿36). The following complications were reported as follows: 5 cases had 5° valgus angulation without apparent deformity. 6 patients had trochanteric pain and no one requested surgery for implant removal. According to harris hip score at postoperative 1 year, 5 patients were determined to be fair. This report is for an unknown distal femur locking compression plate construct. This is report 1 of 1 for (B)(4). A copy of the literature article is being submitted with this medwatch.